Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Corrected information is provided in b.3. Investigation: one used optia set was returned to tbct for investigation. Initial observations noted the ac and saline bags were rf sealed and removed prior to return. Blood was observed throughout the set as well as clumping. Visual inspection confirmed a leak by the presence of dried blood on the exterior of the channel, adjacent to the inlet port. The edge of the channel vinyl had been shorn causing a leak pathway. Witness marks on the centrifuge loop suggest the lower he and the upper and lower bearing were optimally loaded but damage is consistent with the channel not being correctly fitted in the filler. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. The suspected medical intervention was determined to be part of the customer's standard protocol. No further reporting will be provided as this does not represent a reportable event. Root cause: based on the returned set investigation, the root cause was determined to be incomplete seating of the channel in the filler. Incomplete seating of a channel will increase the pressure on the portion of the channel above the filler until it bursts or the channel may come out of the filler and come into contact with other parts, such as the loop arm, causing physical damage to the channel. Due to the nature of the design of the product, the method used to load the set is vital to ensure the system functions properly.

Event description:
The customer reported that during a mononuclear cells procedure, the optia alarmed a leak in the centrifuge chamber. They indicated that the centrifuge chamber was full of blood and the tubing was torn. Rinseback was not completed. The customer reported that a second collection had to be made, so the donor received more acd-a and calcium than planned. Per the customer no medical intervention was required and the patient is reported as healthy. Patient identifier is not available at this time.

Manufacturer narrative:
Investigation: one used optia set was returned to tbct for investigation. Initial observations noted the ac and saline bags were rf sealed and removed prior to return. Blood was observed throughout the set as well as clumping. Visual inspection confirmed a leak by the presence of dried blood on the exterior of the channel, adjacent to the inlet port. The edge of the channel vinyl had been shorn causing a leak pathway. Witness marks on the centrifuge loop suggest the lower he and the upper and lower bearing were optimally loaded but damage is consistent with the channel not being correctly fitted in the filler. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a mononuclear cells procedure, the optia alarmed a leak in the centrifuge chamber. They indicated that the centrifuge chamber was full of blood and the tubing was torn. Rinseback was not completed. The customer reported that a second collection had to be made, so the donor received more acd-a and calcium than planned. Per the customer no medical intervention was required and the patient is reported as healthy. Patient identifier is not available at this time.